Event description:
Caller reported that t:slim x2 pump battery would not charge, with a power source alert indicating an issue. There was no adverse impact to the customer¿s blood glucose level. Cts instructed the caller to plug the wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would begin charging.